Manufacturer narrative:
(B)(4)

Event description:
This device was explanted because of high dfts, the pocket was opened back up and rv lead was repositioned and a new ICD was implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. Confirming the clinical observation, the inspection of the devices memory content showed three defibrillation threshold tests on (B)(6) 2016 during which the induced tachycardia was not terminated after shock delivery. However, the device data revealed no signs of a device malfunction. The ICD was subjected to a complete final acceptance test and proved to be within specification. There was no indication of a device malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.